Manufacturer narrative:
Results eval: a review of related mfg records could not be performed as no lot number was recorded. The instructions for use has a precaution "never withdraw catheter back through needle." History of this type of report reveals that it is possible that the user pulled the catheter back against the needle bevel creating a catheter shear. The smiths medical sales account mgr is scheduled to view the actual sample. If the review shows the fault is other than identified above, a follow-up report will be submitted.